Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and the presenting rhythm showed complete heart block with a ventricular escape rhythm at 40bpm. The patient was admitted to the hospital. Upon interrogation, the pacing impedance measurements were measuring greater than 3000 ohms and threshold values were measuring at 1.9v. During provocation testing there was no noise noted. It was suspected that there could be a lead fracture. This lead currently remains in service. No adverse patient effects were reported.